Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled device change out procedure. During the procedure, the physician noted an abrasion on the right ventricular lead. No electrical anomalies were noted. The physician elected to repair the lead using medical adhesive and after testing it normal lead values were obtained. The lead remained in and the patient would continue to be monitored. The patient was stable during and post surgery.